Event description:
It was reported that during a ptca procedure, the shaft of the catheter fractured during advancement into the touhy, and was removed without incident. No pt injuries or complications occurred.